Event description:
Patients left hip was infected implants removed and an omnifit cemented stem and constrained cemented all poly cup were implanted.

Manufacturer narrative:
Additional devices listed in this report: cat 509-02-56e, lot mmax71, description: tritanium revision acetabular; cat 2060-0000-1, lot mmhvt2, description: acetabular dome hole plug; cat 2080-0020, lot mmd5hn, description: gap plate screws; cat 6276-7-014, lot caxp325d, description: mod con dist stem 14 x 155 mm; cat 6276-1-023, lot 43986402, description: 23mm mod rev hip body/bolt std component level 9006-1-023; cat 6570-0-736, lot 44000302, description: delta v-40 ceramic head 36/+7,5; cat 2080-0025, lot mltmkd, description: gap plate screws; cat 3910-500-525, lot 13123ae2, description: iconix 25 with intellibrad technology 2.3mm anchor with 2 strands 5 force fiber. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is 68 inches in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patients left hip was infected implants removed and an omnifit cemented stem and constrained cemented all poly cup were implanted.